Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that in a box of 1 inch bd safetyglide¿ needle(s), at least two bd safetyglide¿ needle(s) were found to be 1 ½ inches long, mixed product. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: 26 sealed safetyglide packaged needles and 1 empty package were received by bd canaan and confirmed to be from batch #7235602 (p/n 305916). The samples were visually evaluated. No visual defects were noted. Six needles were removed from their packages to evaluate the needle length. The cannula length was verified to be one inch, which is the correct needle length for the samples returned. Please note that 1 1/2" needles would not fit in the needle shields supplied as part of the samples. This was verified with our supplier. DHR review for batch 7235602 (p/n 305916): manufacturing dates: 09/23/2017 to 09/24/2017. Batch quantity was 670,500. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7235602 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure.